Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stopped in middle of rewind. Customer¿s blood glucose level was unknown. Customer also reported that pump had rejected new batteries, battery life decreased from first day, battery cap slit banged up, and unexplained random no delivery. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. Device received with broken battery cap. (B)(4).